Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized four days after onset of the peritonitis event. The peritonitis was manifested by abdominal pain. On an unreported date the patient was treated with unspecified antibiotics (dose, route, and frequency unknown) for the event. One day after hospitalization, pd catheter was discontinued and the patient was switched to hemodialysis. It was reported that the patient was discharged in the same month as hospitalization and was recovering from the event. At the time of this report, antibiotic therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).